Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic, due to the device slipping out of the pocket post physical trauma. Lead dislodgment issue was observed as a result of the physical trauma as well. High, out of range, high voltage lead impedance issue was observed on the rv lead as well. Lead was explanted and a new lead was implanted. Device remains implanted. Patient was stable prior, during and post procedure.